Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products (B)(4).

Event description:
It was reported that a patient underwent a procedure with a smartablate¿ irrigation tubing set. The customer used a product that was expired in (B)(6) 2016 and used in a (B)(6) 2016 procedure. The correct expiration date was present on the packaging, and standard procedure dictates that it should be checked before use. The procedure was completed with no patient consequence. The instructions for use of this device states: use the device prior to the ¿use by¿ date on the package label. This event is MDR reportable because the use of expired product may have a compromised sterility which may lead to infection in the patient.